Manufacturer narrative:
Model number/catalog number: 72404310. Serial number: n/a. Batch/lot number: 126704005. Model/catalog description: pump ms. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404161. Serial number: n/a. Batch/lot number: 126607010. Model/catalog description: reservoir 65ml pc. Unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder, pump, and reservoir were visually and microscopically inspected, and leak tested. The visual inspection of the cylinders revealed that cylinder 1 had two holes at corner of two folds in the middle of the cylinder, and wear at the fold in the middle and distal end of the cylinder. Cylinder 2 kink resistant tubing (krt) had a hole from fatigue next to the window quick connector (wqc), and wear at the fold in the proximal end and distal end of the cylinder. The visual inspection of the rear tip extenders (rtes) revealed that both had scaling and wear from being stacked. The visual inspection of the pump revealed that there was body fluid within the pump and the pump krt was fatigued to the filament at the strain relief adapter. The visual inspection of the reservoir revealed that there was wear at a fold in reservoir shell, and the reservoir krt and wqc had tool marks, and the reservoir krt had a hole from sharp instrument damage that is standard for the explant process. The leakage test of the cylinders revealed that cylinder 1 had a small leak at corner of a fold in the middle of the cylinder. Cylinder 2 krt had a leak from fatigue next to the wqc. The reservoir krt had a leak at the hole that was due to the sharp instrument damage. The pump and reservoir both passed the leak test. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. A risk review confirmed that the event of device crack was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available and analysis results, the leaks identified in cylinder 1 or 2 could have caused or contributed to the reported clinical observation of hole/perforated.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) implant device went to the hospital two weeks before the operation because the product was not working properly. Upon inspection, a crack was found in the cylinder connecting tube. The physician removed and replaced the entire device through replacement surgery, the patient's condition was stable following the procedure, and there was no further patient complications reported.

Manufacturer narrative:
C2/d10: concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Fluid loss is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent fluid loss. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) implant device went to the hospital two weeks before the operation because the product was not working properly. Upon inspection, a crack was found in the cylinder connecting tube. The physician removed and replaced the entire device through replacement surgery, the patient's condition was stable following the procedure, and there was no further patient complications reported.